Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Correction to h4 of the initial medwatch. The device manufacture date should be 03/01/2023. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The reported event can be detected/prevented in accordance with the instructions for use (IFU) as follows: based on the results of the investigation, it was possible that the connector hit something hard, or the accumulation of stress toward the loosening direction, deteriorating the connector over time and resulted in damage. However, a definitive root cause of the reported issue could not be determined. Chapter 5 inspection and preparation before use. Check the following for each connector: the connector should be fixed firmly. The o-rings should be free of irregularities such as cracks, tears, or dents. If any irregularity is found, do not use the reprocessor and contact olympus. Do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the endoscope reprocessor exhibited that the c1 connector had broken off. The olympus field service engineer (fse) performed an onsite visit and confirmed that the c1 connector (green) was broken. The issue occurred during reprocessing. There were no reports of patient involvement.